Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 was failed, not detected on the bus and required maintenance. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2024, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not detected on the bus. A field service engineer (fse) opened the back panel to inspect the components, reseated the row board cable, and tested the drawer in the application, but the issue was not resolved. The fse then replaced the retractor band, which resolved the problem. The fse had the customer test out the drawer using the inventory function, and no further issues were found. The system functioned as intended after the field service engineer repaired the device.